Event description:
It was reported that this pacemaker triggered a signal artifact monitor event and exhibited minute ventilator (mv) noise due to an electrophysiology study procedure. Technical services (ts) explained appears that energy used for the study affected the impedances which became manifest with mv chop. Ts discussed troubleshooting and programming options. No adverse patient effects were reported. The device remains in service. Criteria met for tr15021 / (B)(4): mv signal noise. A risk review of the accolade product family was completed and confirmed that the event of mv noise was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. This device was included in the minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
A risk review of the accolade product family was completed and confirmed that the event of mv noise was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. An fsca was communicated to physicians for this behavior in (B)(6) 2017 and boston scientific developed and released a software update in january 2019, which automatically eliminates the risk of pacing inhibition due to mv sensor signal oversensing in pacemakers and cardiac resynchronization therapy pacemaker (crt-p) systems upon initial interrogation with the upgraded programmer software. This device was included in the minute ventilation sensor signal oversensing advisory population.